Event description:
The customer reports: the catheter hub was found leakage during usage on patient.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a 2-lumen catheter for evaluation. The catheter contained obvious signs of use and adhesive residue on the exterior of the extension lines. After the sample failed functional testing (see below), the distal extension line was microscopically examined. The lumen contained a small slit adjacent to the juncture hub. The slit contained smooth edges, indicating contact with a sharp object (scissors, scalpel, needle, etc.) Caused the damage. The outer diameter of the distal extension line measured to be 2.39 mm which is within specifications. The inner diameter of the distal extension line measured to be 1.65 mm which is within specifications. The indicates that the wall thickness measures as expected. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and the returned ars was filled with water and used to pressurize each line. When the distal line was pressurized, water leaked from the extension line. No leaks were detected with the proximal line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut the catheter to alter length. " the customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter contained a small leak on the distal extension line adjacent to the juncture hub. The damage was consistent with contact with a sharp object. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter hub was found leakage during usage on patient.